Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was in the 300's mg/dl range and a correction bolus via the pump was delivered to address the bg level. Reportedly, the occlusion alarm was cleared and insulin deliveries were resumed. During a follow-up, the customer reported no additional occlusion alarms occurred. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.